Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, a non-st segment elevation myocardial infarction (nstemi) occurred.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00205, 2134265-2016-02544. (B)(6) clinical study. It was reported that angina and in-stent restenosis occurred. In (B)(6) 2012, the patient presented with chest pain and was diagnosed with myocardial infarction (mi). On the following day, coronary angiography and index procedure was performed. The target lesion was a long de novo lesion located in the proximal segment of saphenous vein graft (svg) to right posterior descending artery (r-pda) with pre-existing thrombus, 80% stenosis, and was 45mm long with a reference vessel diameter of 5.5mm. The lesion was treated with thrombectomy followed by pre-dilatation and placement of overlapping 4.00mmx32mm, 4.00mmx12mm and 4.00mmx8mm promus element plus drug-eluting stents. Following post dilatation, residual stenosis was <10%. One day post procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2015, the patient presented to the emergency department with complaints of substernal intermittent chest pain and exertional angina. Two days after, coronary angiography was performed and revealed a 75-80% in-stent restenosis (isr) of the proximal 4.00mmx32mm study stent. The days after, the 80% isr of the study stent in the proximal svg to r-pda was treated with pre-dilatation and placement of overlapping 4.0mmx28.00mm and 4.0mmx24.00mm promus drug-eluting stents. Following post-dilatation, residual stenosis was 0%. On the same day, the event was considered resolved. In (B)(6) 2015, the event was considered resolved and the patient was discharged on aspirin.